Event description:
Stent #1: evo-fc-r-20-25-10-e ((B)(4).) Procedure: was the stent placed at the intended location at completion of the procedure? Yes. Were any adverse events documented during the stent procedure? No. Were any device deficiencies documented during the placement procedure? No. Were any additional procedure (s) performed during the study procedure? No. User error: incorrect stent size used. It was later found that the diameter of the esophagus is greater than stent. Adverse event onset (days post stent placement) 7. Endoscopic treatment: study stent removed. Medical treatment: nasogastric tube. Was the event considered to be related to the study device? Related. Was the event considered to be related to the study procedure? Not related. Did a pre-existing condition, or other condition or circumstance cause or contribute to this event? No. Did the event occur due to a device deficiency? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on the (B)(6) 2023 and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: user/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required the device evaluation for evo-fc-r-20-25-10-e of lot c1591216 could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file is related to pr 381073 / MDR ref#3001845648-2022-00846 & pr (B)(4) / MDR ref#3001845648-2022-00842. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1591216 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1591216 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0067 which accompanies this device, instructs the user that:¿¿ a complete diagnostic evaluation must be performed prior to use to determine proper stent size. ¿¿ there is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. The customer has chosen the incorrect stent size, from the available information it is known that stent size chosen was smaller than the diameter of the oesophagus. The instructions for use, ifu0067 which accompanies this device, instructs the user that:¿¿ a complete diagnostic evaluation must be performed prior to use to determine proper stent size. ¿¿ confirmation of complaint complaint is confirmed based on customer testimony. Corrective action/ correction complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation according to the customer the incorrect stent size was used. Confirmed quantity of 1 device, confirmed used. According to the initial report the stent was endoscopically removed 52 days post placement. At the time of the study exit the patient had stabilized. Investigation findings conclude a definitive root cause was established. The customer has chosen the incorrect stent size, from the available information it is known that stent size chosen was smaller than the diameter of the oesophagus. Complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.